Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. The bravo capsule was received for evaluation. There is no enough information to determine if product whether or not product meet spec. The visual inspection found no notable conditions. The customer reported they had two capsules which failed to attach. There is no enough information to determine if product failure has been confirmed or not. The investigation performed did not determine the issue cause because just the capsule arrived for investigation. The investigation performed did not determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed using a new capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.